Event description:
The local nurse trainer in (B)(6) reported a complaint received from the central hospital of (B)(6) on a minicap extended life pd transfer set with twist clamp. On (B)(6)-2010, when the patient was doing the first exchange of the day when she discovered a leak and she urgently went to the hospital. The doctor checked the catheter and noticed a leak at extension tubing due to a cut. The transfer set has been replaced. The set was on the patient for 5 months. Actual sample is available and a picture is attached to complaint. No clinical impact on the patient and/or user was reported. Additional information was received on (B)(4) 2010: the nurse trainer confirmed that the patient used betadine as antiseptic agent and that she never used a sharp object which could damage the tubing.

Manufacturer narrative:
(B)(4).the sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet.